Event description:
This spontaneous report was received from a (B)(6) healthcare professional concerning a (B)(6) female patient who was treated with a total of 0.9 ml of radiesse into nose area (injected from nasal tip) with a cannula on (B)(6) 2014. Reportedly, 1.5 ml of radiesse was mixed with 0.3 ml of lidocaine (with epinephrine). On the same day, before radiesse treatment, the patient underwent laser removal of four navus on the face and was injected with 20 units of botox into the glabella. Immediately after botox injection, the patient felt nauseous and dizzy. After the radiesse injection, the patient experienced vomiting. Three minutes later the patient felt partial blurry vision on her left eye and the nose area developed bruising. On the same day, the patient was sent to (B)(6) and was admitted. Corrective treatment included heparin 2000 u. On (B)(6) 2014 the ophthalmoscope examination was done and intraocular hemorrhage was diagnosed. MRI was conducted and the result was intraocular hemorrhage caused by compressed cranial nerves (cniii, IV, and vi). The neurologist ordered anticoagulant and dc heparin.

Manufacturer narrative:
On the (B)(6) of september 2014, the patient had further hbot. As reported, another ophthalmoscope examination was planned. The outcome of the events was reported as not resolved with the patient's vision on the left eye was still blurry on (B)(6) 2014. Follow-up information received on (B)(6) 2014: the patient was transferred to (B)(6) hospital on (B)(6) 2014 and was still hospitalized at the time of this report. Reportedly, she developed necrosis of the nasal root and glabella. She was receiving treatment with hbot daily and it was reported that she would continue to receive it. The patient's vision was still partially blurry on her left eye. The event of necrosis of nasal root and glabella was getting better after hbot treatments. Further follow-up received on (B)(6) 2014: at the time of this report, the patient was still hospitalized and on hbot daily. The ophthalmologist reported that patient's optic nerve was injured and the patient lost vision. The radiesse lot number was not provided therefore the device history record could not be reviewed.